Event description:
Customer reported both workstation monitors blank. No patient injury.

Manufacturer narrative:
The service rep installed new monitor power supply, tested ok. System operating normally.